Event description:
Customer received differing results for five patients involving multiple assays. Only one patient result for bun was discrepant: initial bun result recovered 1 mg/dl. Customer manually reran same sample (on another c6000 analyzer) which recovered 68 mg/dl. Erroneous results were not reported out, customer reported 68 mg/dl. Bun reagent lot was 621134. The field service representative found a clogged sample probe and replaced probes. Customer ran qc which was within their specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.